Manufacturer narrative:
(B)(4). The guide wire was returned for evaluation. The coil wire of the returned guide wire was elongated for approximately 240mm from approximately 30mm distal to the proximal solder fixing the coil wire onto the core (originally located at 50mm from the tip). The elongated coil wire remained in one piece and the ball tip remained attached on the very distal end of the guide wire. Both of core-composing wires, straight core wire and inner coil wire, were found fractured at approximately 45mm distal to the proximal solder. Microscopic observation of the core revealed that both core-composing wires were bent around the fracture end. Helical marks were observed on the shaft of the core wire. The fracture surface of the core wire was flat. These finding suggested that excess torsion had contributed to the observed fracture. The inner coil wire was unraveled and fractured at the same spot as the core wire fracture. As the elongated coil wire remained in one piece, measurement of the core length supported that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had contributed to the reported core fracture. The applied stress would accumulate and exceed the product design limit when the tip of the guide wire was being caught in the lesion. Elongation of the coil wire was likely occurred due to tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction; [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the core of an asahi guide wire fractured during a percutaneous peripheral intervention to treat a severely calcified cto in the superficial femoral artery. The guide wire was delivered to the lesion with a support catheter when the guide wire became trapped in the calcium. The physician continued to rotate the guide wire when the guide wire core was found fractured. A new guide wire of the same brand was replaced to resume the procedure. Plain old balloon angioplasty was successfully completed with reestablished blood flow. There were no adverse patient effects related to the reported core fracture.